Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("grossly identified foreign body composed of wires with plastic coating in myometrium consistent with remnants of intrauterine device"), embedded device ("grossly identified foreign body composed of wires with plastic coating in myometrium consistent with remnants of intrauterine device"), pelvic pain ("pain"), pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis asthmatic (4 years back: I do not recall the exact time frame), thyroid disorder, cesarean section (2004. 2007, 2009), allergy (nsaids, vicodin) and psychological disorder nos. 21dec2011: exam: acute abo series w/chest ord diag: abdominal pain history: low abdominal pain. Impression: 1,. Constipated stool in colon. 2 . Nonobstructive and nonspecific bowel gas pattern. 30dec2012: surgical pathology report diagnosis: uterus and essu implants, morselated supracervical hysterectomy: endometrium· proliferative endometrium. Myometrium ¿ benign myometrial smooth muscle. Grossly identified foreign body composed of wires with plastic coating consistent with remnants of intrauterine device. Gross description: the myometrium has a focally somewhat trabeculated fibrous appearing cut surface. Some of these segments have attached wires which have a clear plastic covering. These possibly represent remnants of iud. 03feb2015: final surgical pathology report diagnosis: cervix and bilateral fallopian tubes, excision: cervix: no significant pathologic changes. Fallopian tubes: no significant pathologic changes. Specimen submitted: tissue 4, cervix and bilateral tubes. Previously administered products included for an unreported indication: loestrin, yaz, norethindrone acetate and depo-provera. Concurrent conditions included overweight, polycystic kidney, ovarian cyst, seasonal allergy, menometrorrhagia, laparoscopy (supracervical and adhesiolysis), discomfort, diarrhea, vomiting, rash, flank pain, fever, shortness of breath, tachypnea, endometrial ablation (2010), subtotal hysterectomy (dec 2010), tachycardia, allergic reaction to analgesics, trachelectomy (robotic-assisted) and cystoscopy. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), cefdinir (omnicef omni-pac), clonazepam, dextromethorphan hydrobromide (cough syrup dextromethorphan), dextropropoxyphene napsilate;paracetamol (darvocet a500), docusate sodium, duloxetine hydrochloride (cymbalta), hydromorphone, ketorolac, linaclotide (linzess), loratadine, morphine, ondansetron, paracetamol (acetaminophen), salbutamol (albuterol hfa), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and nausea ("nausea"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In january 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: diagnosed with irritable bowel"). On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"). In february 2015, the patient was found to have hormone level abnormal ("hormonal changes describe: following hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation) (B)(6) 2010), hysterectomy(partial)-(B)(6) (2010),bilateral salpingectomy,oophorectomy (one side removal of ovary), laproscopic adhesiolysis and supracervical hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, menorrhagia, genital haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage and irritable bowel syndrome had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device breakage, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in the date of removal: (B)(6) 2015 current weight 138 lbs. Complications from essure removal procedure: the surgeon stated he was unsure if I still had any portion of the essure still remaining in my body he was unable to locate the product when performing the 2nd hysterectomy. He stated he was not sure if the previous physician that completed the partial hysterectomy removed the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: impression: 1. Innumerable cysts in mildly enlarged kidneys, compatible with autosomal dominant polycystic kidney disease. 2. No nephrolithiasis or obstructive uropathy. No bowel obstruction.. Computerised tomogram pelvis - on (B)(6) 2011: result: 1. Right ovary is slightly prominent and poorly defined, suggesting inflation. Appendicle tip is intimately associated with right ovary. Free fluid in cul-de-sac'. Suggest pelvic' ultrasound to evaluate for possible pelvic inflammatory disease, 2. No appendicitis, hysterosalpingogram on (B)(6) 2010: result: total bilateral occlusion clinical: confirm sterility, impression: normal appearing uterus, with absence of intrapelvic spillage, status post, sterilization procedure.. Ultrasound scan vagina - on (B)(6) 2011: impression; 1. Ovaries are unremarkable. Small to moderate of' free fluid in cul-de-sac. No mass or abscess, is identified, 2. Pelvic veins appear somewhat prominent with valsalva maneuver, but prominent veins were, not seen on CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, abdominal pain, nausea, urinary tract infection, anxiety. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage and embedded device. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & mr received: lot no. Added.reporter information, patient demography, lab data, concomitant disease, medical history, concomitant drugs added.new ¿events¿ device breakage, embedded device, pelvic inflammatory disease hormonal changes describe: following hysterectomy, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bladder/urinary, infection (other) describe: psychological or psychiatric problems condition: anxiety/depression, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: diagnosed with irritable bowel were added. Severity of abdominal pain added.the outcome of events such as irritable bowel, pain and vaginal bleeding were updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("grossly identified foreign body composed of wires with plastic coating in myometrium consistent with remnants of intrauterine device"), embedded device ("grossly identified foreign body composed of wires with plastic coating in myometrium consistent with remnants of intrauterine device"), pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis asthmatic (4 years back: I do not recall the exact time frame), thyroid disorder, cesarean section (2004. 2007, 2009), allergy (nsaids, vicodin) and psychic disturbance. On (B)(6) 2011: exam: acute abo series w/chest ord diag: abdominal pain history: low abdominal pain. Impression: 1. Constipated stool in colon. 2. Nonobstructive and nonspecific bowel gas pattern. (B)(6) 2012: surgical pathology report. Diagnosis: uterus and essure implants, morcellated supracervical hysterectomy: endometrium· proliferative endometrium. Myometrium ¿ benign myometrial smooth muscle. Grossly identified foreign body composed of wires with plastic coating consistent with remnants of intrauterine device. Gross description: the myometrium has a focally somewhat trabeculated fibrous appearing cut surface. Some of these segments have attached wires which have a clear plastic covering. These possibly represent remnants of iud. (B)(6) 2015: final surgical pathology report diagnosis: cervix and bilateral fallopian tubes, excision: cervix: no significant pathologic changes. Fallopian tubes: no significant pathologic changes. Specimen submitted: tissue 4, cervix and bilateral tubes. Previously administered products included for an unreported indication: loestrin, yaz, norethindrone acetate and depo-provera. Concurrent conditions included overweight, polycystic kidney, autosomal dominant, ovarian cyst, seasonal allergy, menometrorrhagia, laparoscopy (supracervical and adhesiolysis), discomfort, diarrhea, vomiting, rash, flank pain, fever, shortness of breath, tachypnea, endometrial ablation (2010), subtotal hysterectomy ((B)(6) 2010), tachycardia, allergic reaction to analgesics, trachelectomy (robotic-assisted) and cystoscopy. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), cefdinir (omnicef omni-pac), clonazepam, dextromethorphan hydrobromide (cough syrup dextromethorphan), dextropropoxyphene napsylate;paracetamol (darvocet a500), docusate sodium, duloxetine hydrochloride (cymbalta), hydromorphone, ketorolac, linaclotide (linzess), loratadine, morphine, ondansetron, paracetamol (acetaminophen), salbutamol (albuterol hfa), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and nausea ("nausea"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: diagnosed with irritable bowel"). On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), 4 years 8 months after insertion of essure. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes describe: following hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation((B)(6) 2010), hysterectomy(partial)-((B)(6) 2010),bilateral salpingectomy,oophorectomy (one side removal of ovary), laparoscopic adhesiolysis and supracervical hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, menorrhagia, genital haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage and irritable bowel syndrome had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device breakage, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in the date of removal: (B)(6) 2015. Current weight 138 lbs. Complications from essure removal procedure: the surgeon stated he was unsure if I still had any portion of the essure still remaining in my body he was unable to locate the product when performing the 2nd hysterectomy. He stated he was not sure if the previous physician that completed the partial hysterectomy removed the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: impression: 1. Innumerable cysts in mildly enlarged kidneys, compatible with autosomal dominant polycystic kidney disease. 2. No nephrolithiasis or obstructive uropathy. No bowel obstruction.. Computerised tomogram pelvis - on (B)(6) 2011: result: 1. Right ovary is slightly prominent and poorly defined, suggesting inflation. Appendicle tip is intimately associated with right ovary. Free fluid in cul-de-sac'. Suggest pelvic' ultrasound to evaluate for possible pelvic inflammatory disease. 2. No appendicitis. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion clinical: confirm sterility. Impression: normal appearing uterus, with absence of intrapelvic spillage, status post, sterilization procedure.. Ultrasound scan vagina - on (B)(6) 2011: impression; 1. Ovaries are unremarkable. Small to moderate of' free fluid in cul-de-sac. No mass or abscess is identified. 2. Pelvic veins appear somewhat prominent with valsalva maneuver, but prominent veins were not seen on CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, abdominal pain, nausea, urinary tract infection, anxiety. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage and embedded device. Lot number 20214171 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc (product technical complaint). Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("grossly identified foreign body composed of wires with plastic coating in myometrium consistent with remnants of intrauterine device"), embedded device ("grossly identified foreign body composed of wires with plastic coating in myometrium consistent with remnants of intrauterine device"), pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 20214171-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis asthmatic (4 years back: I do not recall the exact time frame), thyroid disorder, cesarean section (2004. 2007, 2009), allergy (nsaids, vicodin) and psychic disturbance. (B)(6) 2011: exam: acute abo series w/chest ord diag: abdominal pain. History: low abdominal pain. Impression: 1,. Constipated stool in colon. 2 . Nonobstructive and nonspecific bowel gas pattern. (B)(6) 2012: surgical pathology report: diagnosis: uterus and essu implants, morselated supracervical hysterectomy: endometrium· proliferative endometrium. Myometrium ¿ benign myometrial smooth muscle. Grossly identified foreign body composed of wires with plastic coating consistent with remnants of intrauterine device. Gross description: the myometrium has a focally somewhat trabeculated fibrous appearing cut surface. Some of these segments have attached wires which have a clear plastic covering. These possibly represent remnants of iud. (B)(6) 2015: final surgical pathology report: diagnosis: cervix and bilateral fallopian tubes, excision: cervix: no significant pathologic changes. Fallopian tubes: no significant pathologic changes. Specimen submitted: tissue 4, cervix and bilateral tubes. Previously administered products included for an unreported indication: loestrin, yaz, norethindrone acetate and depo-provera. Concurrent conditions included overweight, polycystic kidney, autosomal dominant, ovarian cyst, seasonal allergy, menometrorrhagia, laparoscopy (supracervical and adhesiolysis), discomfort, diarrhea, vomiting, rash, flank pain, fever, shortness of breath, tachypnea, endometrial ablation (2010), subtotal hysterectomy (B)(6) 2010), tachycardia, allergic reaction to analgesics, trachelectomy (robotic-assisted) and cystoscopy. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), cefdinir (omnicef omni-pac), clonazepam, dextromethorphan hydrobromide (cough syrup dextromethorphan), dextropropoxyphene napsilate;paracetamol (darvocet a500), docusate sodium, duloxetine hydrochloride (cymbalta), hydromorphone, ketorolac, linaclotide (linzess), loratadine, morphine, ondansetron, paracetamol (acetaminophen), salbutamol (albuterol hfa), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and nausea ("nausea"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: diagnosed with irritable bowel"). On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), 4 years 8 months after insertion of essure. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes describe: following hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation (B)(6)2 010), hysterectomy(partial)- (B)(6) /2010),bilateral salpingectomy,oophorectomy (one side removal of ovary), laproscopic adhesiolysis and supracervical hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, menorrhagia, genital haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage and irritable bowel syndrome had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device breakage, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in the date of removal: (B)(6) 2015. Current weight 138 lbs. Complications from essure removal procedure: the surgeon stated he was unsure if I still had any portion of the essure still remaining in my body he was unable to locate the product when performing the 2nd hysterectomy. He stated he was not sure if the previous physician that completed the partial hysterectomy removed the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: impression: 1. Innumerable cysts in mildly enlarged kidneys, compatible with autosomal dominant polycystic kidney disease. 2. No nephrolithiasis or obstructive uropathy. No bowel obstruction. Computerised tomogram pelvis - on (B)(6) 2011: result: 1. Right ovary is slightly prominent and poorly defined, suggesting inflation. Appendical tip is intimately associated with right ovary. Free fluid in cul-de-sac'. Suggest pelvic' ultrasound to evaluate for possible pelvic inflammatory disease. 2. No appendicitis. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion clinical: confirm sterility. Impression: normal appearing uterus, with absence of intrapelvic spillage, status post, sterilization procedure. Ultrasound scan vagina - on (B)(6) 2011: impression; 1. Ovaries are unremarkable. Small to moderate of' free fluid in cul-de-sac. No mass or abscess is identified. 2. Pelvic veins appear somewhat prominent with valsalva maneuver, but prominent veins were not seen on CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, abdominal pain, nausea, urinary tract infection, anxiety. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage and embedded device. Lot number 20214171 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the implant in 2010 and 2015). Essure was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.